Manufacturer narrative:
Migration of implanted components is a known inherent risk of implantable neurmodulation systems. No further issues have been reported after placing new leads to the target nerve for this patient.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023 targeting the superior genicular nerve. Patient reported lack of pain therapy to the medial side of the knee after implant. Imaging determined that the implanted leads had migrated after implant. Surgical revision was performed on (B)(6) 2023 to place new leads targeting the medial knee.